Event description:
Procedure type: lap chole. According to the reporter: balloon was not uniformly expanded, however, the instrument could be used properly. Just before surgeon tried to remove specimen, the balloon broke. Surgeon thinks that he did not damage it with the surgical instrument. There was no report of pieces falling into the cavity. The operating time was not extended. A new instrument was used to complete the procedure. No pt injury was reported. Pt status: ok. No further pt info available.